Event description:
It was reported the customer was hospitalized for high blood glucose. Troubleshooting was performed. It was stated that the doctor determined the high blood glucose was triggered by air bubbles and customer's low basal rate. Troubleshooting was performed. The insulin pump settings were correct.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.